Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump stopped working and the buttons are not responding. The customer¿s blood glucose level was 12.1 mmol/l. Customer states the insulin pump has cosmetic damage. The customer also reported that there was crack on the back of insulin pump. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will not be returned for analysis.

Manufacturer narrative:
Device received error 37 during rewind due to corroded motor home switch. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 37. Device tested outside the device and received pump error 37 at rewind. Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. No button error alarm noted upon testing. Device received pump error 75 during self test due to corroded electronic assemblies and corroded battery tube. Device received with cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads.